Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: pt 1, date: (B)(6) 2010, inratio2: 1.8, lab: 2.1. Pt 2, date: (B)(6) 2010, inratio2: 4.x, lab: 3.2. Decimal value for pt 2 meter result is unk. Results were done more than an hour apart.